Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movements were unavailable. Upon functional testing, the fse determined that there was malfunction due to which the c-arm was not able to move. As a part of repair activity, the firmware was reloaded on to the computer. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the c arm on the customer's allura xper fd20 is not able to move.